Event description:
It was reported that during the surgery the tip of the tibial inserter broke while trying to put the definitive tibia on it. Nothing fell into the patient. No additional information is available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The following section was corrected: d4 - UDI number. Returned product exhibits signs of use (scratches, gouges) and confirms that the tip is fractured, not all pieces returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.